Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 145, 5-in-6 guidezilla guide extension catheter was used to deliver a stent to the target lesion. After the stent was delivered, it was noticed that shaft of the guidezilla guide extension catheter was broken and separated from the catheter. The physician was able to proceed with the case. The guidezilla guide extension catheter was then removed from the patient and completed the procedure. No patient complications were reported and the patient's status is fine.